Manufacturer narrative:
The manufacturer previously reported that after maintenance of the device by the customer, the device failed a test step during testing. Philips remote service engineer (rse) instructed customer to review service manual for troubleshooting. Customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. No further information is available at this time.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
After maintenance of the device by the customer, the device failed a test step during testing. Philips remote service engineer (rse) instructed customer to review service manual for troubleshooting. The manufacturer's investigation is ongoing as customer did not have device in front of him to troubleshoot issue and confirm resolution. A follow-up report will be submitted when the manufacturer's investigation is complete.